Event description:
It was reported that during an antebrachial shunt vein percutaneous transluminal angioplasty treatment procedure, balloon deflation difficulties were encountered. The in-stent restenosis lesion was non-calcified and 90% stenotic. The vessel tortuosity was average. The physician used a transend 0.014" guidewire with a 5f introducer sheath. A guiding catheter was not used. The small vessel 5.5-4/4t/90 balloon was inflated to 15 atms for one minute. Thereafter, he was unable to deflate the balloon. Various attempts to deflate the balloon were unsuccessful, so the physician performed a transdermal puncture and completely deflated the balloon for removal. The patient remained asymptomatic during this event. The procedure was successfully completed with another small vessel 5.5-4/4t/90 balloon. Patient status is reported as "no procedure."